Manufacturer narrative:
The issue was discovered during setup; no patient or user harm reported. The customer reported that the ventilator was tested and found nothing wrong with it, could not duplicate the error, placed it back into service.

Manufacturer narrative:
Report date: 26aug2021.

Event description:
It was reported to philips by a customer that the unit's backup alarm failed (ec 1104). It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). The customer had a unit with a code 1104 in the significate log. The customer could not reproduce the error code in normal mode. The rse provided the customer with the latest service manual, and recommended to have the unit run for a night, and perform the pvt. At that point, the customer will determine if a part needs to be replaced. The rse recommended parts per service manual: motor controller pcba, cpu pcba, and pm pcba. Further information is pending.